Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence and cycling issues with an artificial urinary sphincter (aus). It was indicated that the patient underwent radiation after having the aus implanted. The physician suspected this caused the device to malfunction. A surgical procedure was performed in which after a perineal incision it was observed that there was no fluid in the cuff. The existing device was removed and a new aus was implanted. There were no additional patient symptoms or complications.